Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.